Event description:
It was reported that during a subclavian artery treatment procedure, "the distal end of the balloon came off in a pt. Balloon was inflated, during repositioning of the stent, with very little force was being used, the distal end of the catheter with a balloon on it sheared off." The physician was able to successfully remove the balloon with a snare and no pieces of the balloon remain inside the pt. The procedure was completed with another MFR's balloon. Current pt status is reported as "ok".

Manufacturer narrative:
Additional PMA/510(k) #k011909.